Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the pregnant patient diagnosed with fetal distress at 40 weeks was brought in the operating room for a cesarean section. After the procedure, the serous layer of the uterus was sewn. It was found that the suture lines of serous membrane were broken near the knot on the right side of uterus. It was replaced with the new sutures immediately and re-sutured to stop bleeding.